Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The failed downstream occlusion test could not be confirmed or reproduced during the eval. The pump was found to be with in specification and no malfunction could be identified. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing.

Event description:
It was reported that a pump did not pass the downstream occlusion test. The device did not alarm until at least 20psi on the medium setting. The customer stated that this was observed during testing.